Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. This prevents a more thorough investigation. If the product becomes available in the future, this case may be reopened. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. On this occasion we have not been able to identify any issues with our products or procedures that could have caused or contributed to the reported failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that all lights turned off. The device stopped working after 2 days. No harm or injury reported. No delay. No further information available. Device is not available for investigation.